Event description:
It was reported to philips that the device has power issues. The battery was not staying seated and there were power disruptions when the unit was roughly moved or shook. There was no reported patient involvement/adverse patient impact.